Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, while treating with the firing power at 128%, cold pixels appeared near the probe tip. There were no patient complications reported in relation to this event.